Event description:
A distributor returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval: device eval of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation, the battery pack was unable to power on a monitor and produced a battery fault during charging. The cause for the battery failure was isolated to loose bus bars on components p1, p2, and p3, and an open resistor r5. The root cause for the damage was isolated to the battery impacting a hard surface. No adverse event resulted from the defective battery pack.